Event description:
It was reported that cassette not attached properly" error was experienced during testing. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. There was evidence of the reported problem recorded in event history log. The reported problem was duplicated. Inspection found that the downstream occlusion sensor was intermittent. Corrective action was to replace downstream occlusion sensor. The root cause of the reported problem was unknown. A manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d4: model number: 2120.